Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and family member regarding a patient with an implantable neurostimulator (ins) for the treatment of degenerative disc disease/herniated disc pain and non-malignant pain. It was reported that 2 years ago the patient had an MRI and thought they had turned the ins off but it was not and the ins got really hot and has not worked since. They stated they needed an MRI now but the ins was not working. No patient complications were reported as a result of this event.